Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 4.3, lab: 3.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 4.3, lab: 3.2, mean: 3.75, confident limits: 2.2-5.3. As per internal procedure, the inratio and lab values are within the confident limit. The patient had a slight change in dosage. This is an adverse event.